Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager dispatched to evaluate the cs300 iabp reported that he checked the logs and found multiple auto-fill failures. He ran the pump on his patient simulator for 30 minutes with no issues. Then began to perform the calibration procedure and the pump failed during the auto-fill calibration giving a volume cylinder purge failure. He the replaced the purge valve assembly and tested again. The pump ran the auto-fill calibration but the x1 reading was out of calibration. He was unable to calibrate the x1 output and replaced the volume cylinder. He also replaced the solenoid driver and the pump now passes auto-fill calibration. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use.

Event description:
The customer report that their cs300 intra artic balloon pump (iabp) had a "leak in iab circuit" alarm. The circumstance of incident occurrance was not reported. No patient involvement or adverse event reported.